Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.

Event description:
Received information indicating that customer received an occlusion alarm. Customer cleared the alarm by placing a new cartridge and infusion set. Reportedly, customer's blood glucose level was 400+. Customer indicated that a manual injection would be taken for high blood glucose level.